Manufacturer narrative:
Concomitant products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).

Event description:
The patient reported that both systems were removed due to infection. The explant occurred in (B)(6) 2011. The patient's indication for use was parkinson's dual. Refer to manufacturing report #3004209178-2016-00159 as the patient's older system was also removed due to an infection. Refer to manufacturing report #3004209178-2016-00163 as the patient had two inss implanted and both were removed.